Manufacturer narrative:
Maquet medical systems, USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA (B)(4). Contact person- (B)(6). According to summary report (B)(4). "I was not able to duplicate problem stated by customer. Customer claims the issue happened on 3/3/18 between 1700 hours and 1800 hours. After reviewing the log files I found the unit did stop pumping due to an intervention alarm set up with the venous probe when venous sensor was disconnected. I completed a full pm of this unit, performed all test and calibrations per manufacture specifications, unit has passed and is now ready for clinical use." Thus, the problem could be confirmed, but it was not a product related malfunction. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that it is a systemic error. No corrective action is needed.

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted after new information has been received.

Event description:
Internal reference: (B)(4). As stated by the customer: vv support with 27fr avalon rt ij. During transport to ICU from or, experienced no forward flow event with high priority alarm. 4000 rpm¿s noted on screen. (Vbs)venous bubble detector in use. Clinician not aware that venous bubble intervention was set. Not able to clear/reset vbs. Began hand cranking patient support for 2-3 min. 2nd cardiohelp(ch) machine was obtained and hand-crank stopped and disposable was transferred to 2nd cardiohelp. Support was initiated successfully with 2nd ch unit. Clinician instructed to call technical support and request evaluation of initial ch that unit will be quarantined until cleared by maquet field service technician.